Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact, it was not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a bicep tenodesis procedure, using osteoraptor crvd 2.3 sa ub cobrd blue, the anchor popped out of the bone while the biceps tendon was being tied to the implant site. Sutures were cut and the anchor was removed with graspers. There was a procedural delay of 15 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.